Manufacturer narrative:
A ge representative evaluated the system and adjusted the monitors' 12 volt power supply. The system operates as intended.

Event description:
The customer reported the system displays very dark images on the left monitor. No pt injury was reported.